Manufacturer narrative:
Insulin pump was monitored for 24 hours with multiple basal rates. Pump function properly. No "unable to exit training mode due to bad battery alarm" or other alarms noted during testing. Unit functioned properly during functional check including rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test were normal. No unexpected low battery, off no power, failed battery test alarm or unexpected restart alarm noted. No cosmetic damage noted.

Event description:
Customer reported via phone call to have received a failed battery test after receiving an "unable to exit training mode due to bad battery" alarm. Battery was changed and insulin continued to receive a failed battery test alarm. Customer's blood glucose was 408 mg/dl. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer reports that failed battery test alarm persisted. Customer was advised that insulin pump would need to be replaced.